Manufacturer narrative:
Additional information received indicated that the patient continues to experience tenderness at the ipg site. She has had 2 shocking incidents since meeting with the bsn clinical engineer, however, the incidents were less intense and shorter in duration.

Manufacturer narrative:
Additional information was received that the physician recommended that the patient undergo a pocket revision but due to personal reasons the patient will not undergo a revision. No further course of action will be taken at this time. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing soreness and a shocking sensation at the pocket site. The patient reported using lidocaine patches to try to resolve the pain at the pocket site.

Event description:
A report was received that the patient was experiencing soreness and a shocking sensation at the pocket site. The patient reported using lidocaine patches to try to resolve the pain at the pocket site.

Event description:
A report was received that the patient was experiencing soreness and a shocking sensation at the pocket site. The patient reported using lidocaine patches to try to resolve the pain at the pocket site.